Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was experienced diabetic ketoacidosis, emergency room visit, high blood glucose level and low blood glucose. Customer¿s blood glucose level was 500 mg/dl at the time of call. Customer was treated with manual insulin shot. Customer stated that the infusion set cannula was bent. Troubleshooting was performed for bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer was unsure about automode was active or not.